Event description:
It was reported that the balloon did not completely deflate upon removal and caused a tear on the right ureter. The treatment and current status of the patient is unknown. Additional information has been requested but has not been received.

Manufacturer narrative:
As of today's date, the sample has been received but is currently under evaluation at the manufacturing site. A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. An analysis of the labeling was performed and the instructions for use state, "deflate the balloon using a 10cc or larger syringe or inflation device. Since deflation times vary with balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting withdrawal. Remove the syringe or inflation device from the catheter allowing ambient pressure to relax the balloon. Gently withdraw the catheter. As the balloon starts to exit the endoscope use a smooth, gentle, steady counterclockwise motion to facilitate withdrawal. Caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the endoscope, stop and consider removing them as a single unit to prevent damage to the product or tissue trauma." A supplemental report will be submitted when the sample investigation is complete.